Event description:
During the implantation of a 26mm sapien 3 ultra valve in the aortic position a bav was performed prior to deployment of the valve due to possible fused leaflets and calcium. Upon full inflation of the delivery system balloon, the balloon ruptured. Delivery system was removed without any issues. Patient remained stable the entire time without any complications with the patient.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was returned for evaluation and no image was provided to perform an image review. As the device was returned, engineering was able to perform visual inspection and dimensional analysis. Visual inspection: longitudinal balloon tear, from working length of balloon to proximal shoulder of balloon and no missing pieces were observed. Dimensional analysis: the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met specification. Due to the nature of the complaint, no functional testing was able to be performed. The complaint event was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. As per follow up there was moderate calcification in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, a technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.